Event description:
It was reported to medtronic minimed that the customer experienced discrepancy between sensor glucose value and blood glucose value and hyperglycemia. The customer blood glucose value of 26 mmol/l. The customer reported hyperglycemia was not documented. The event involved product mmt-7040qc1. Troubleshooting was performed. The blood glucose value was 26 mmol/l, and the sensor glucose value was 18 mmol/l at the time of the event. The sensor glucose value and blood glucose value difference was 36 percentage and not within target range. No harm requiring medical intervention was reported. No product return is required for mmt-7040qc1.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.